Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture and high capture thresholds on the right ventricular (rv) lead. The patient experienced asystole. Troubleshooting options were recommended and possible causes were discussed. The rv lead was found to be dislodged, and revision procedure was performed, the suture sleeve was loose, the rv lead was retracted and the helix was not fully extended, then, the rv lead was repositioned. Currently, remains implanted. No additional adverse patient effects were reported.